Manufacturer narrative:
Product not returned.

Event description:
The manufacturer service technician reported that the device was coming apart while it was being serviced at the user facility. There were no adverse consequences related to this event.

Event description:
The manufacturer service technician reported that the device was coming apart while it was being serviced at the user facility. There were no adverse consequences related to this event.